Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve calcification was unable to be confirmed as no medical record or relevant imagery was provided for evaluation. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU revealed no deficiencies. An existing edwards technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints of valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''scheduled follow up echo 2 years and 2 months post implant showed normal valve function with mean gradient 17mmhg and vmax of 2.8. Routine office visit 1 week prior to tavr workup showed ava 0.94 gradient 38mmhg and vmax 3.8. No pvl was noted, and warfarin was prescribed. CT was then completed and showed leaflet calcification and limited leaflet mobility.'' Due to insufficient information, a definitive root cause is unable to be determined . No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to include additional information received. As reported, 3 years and 10 months post initial tavr, the patient underwent a successful valve in valve procedure with a 29mm sapien 3 ultra resilia valve.

Event description:
Edwards received notification from a thv territory manager regarding a patient with a 29mm sapien 3 valve, implanted in the aortic position for 3 years and 8 months, underwent workup for tavr due to aortic stenosis. As reported, scheduled follow up echo 2 years and 2 months post implant showed normal valve function with mean gradient 17mmhg and vmax of 2.8. Routine office visit 1 week prior to tavr workup showed ava 0.94 gradient 38mmhg and vmax 3.8. No pvl was noted and warfarin was prescribed. CT was then completed and showed leaflet calcification and limited leaflet mobility.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device remained implanted.